Manufacturer narrative:
Philips service provided a workaround solution as a replacement pedal was unavailable due to a market hold. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless pedal malfunctioned, with the metal cover detached and a screw loose on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.